Event description:
It was reported that smartsite needle-free connector was blocked on 100 occasions. The following information was provided by the initial reporter: one of our num¿s at hospital has advised the IV bung has been having issues with blocking ¿ they have advised this has occurred a number of items with multiple bungs however, they have discarded the box.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-17. H6: investigation summary. Two 2000e-04 samples were received for investigation without packaging; no residul fluid was identified. (Ss ID (B)(6) ). A visual inspection of both samples did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples were connected separately to a 50 ml plastipak syringe from bd stock and flushed with fluid; no occlusion or issues were identified during testing. Furthermore pressured fluid was applied from the male luer component using a three-way tap from bd stcok; no leakage or issues were identified during pressure testing. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1094, 1248. FDA patient problem code: 2199.

Event description:
It was reported that smartsite needle-free connector was blocked on 100 occasions. The following information was provided by the initial reporter: one of our num¿s at hospital has advised the IV bung has been having issues with blocking ¿ they have advised this has occurred a number of items with multiple bungs however, they have discarded the box.